Event description:
On (B)(6) 2012, the patient was undergoing treatment for acute cerebral infarction. The physician advanced the psc054 with the psc032 and the gt wire into the right ica, and then began aspiration which was successful in recanalization. Next, angiography for the right mca was conducted; however, because the vessel continued to appear occluded, he induced the psc032 along the gt16 and began aspiration. After the aspiration, angiography was conducted and peripheral branch of the right mca was not pictured; thus, UK was administrated intra-arterially and procedure was concluded. Hemorrhage in the right ica, was confirmed on postoperative CT scan. Physician's comment: "possibility of dissection occurrence was pointed on account of the false lumen appearance on the blood vessel the catheter passed through." This MDR is associated with MDR 3005168196-2013-00070--00073.

Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.